Event description:
Patient is admitted at the hospital (customer did not disclose reason for being in hospital) patient noted that his device was beeping occasionally since last night. Customer indicated they did a cle tx last night that reported an unsuccessful carelink alert transmission. (B)(6) 2022 18:00:05 *unsuccessful ca relink alert transmission. (B)(6) 2022 15:00:05 svc defib lead impedance 101 ohms. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).